Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the calcified right common femoral artery using a starclose se device after a percutaneous transluminal angioplasty procedure. Reportedly, the trigger button (4) was not able to be depressed to deploy the clip. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 1494 - patient selection.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported clip deployed on the distal end of the device was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that contribute to clip deployed on the distal end of the device may include, but are not limited to, inadequate nick and spread, user presses the firing button (#4) prior to full advancement of the thumb advancer, user pulls back on device during clip deployment. The reported treatment appears to be related to the circumstances of the procedure. It is unknown if IFU deviation contributed to the reported difficulties. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Reportedly, the starclose se device was being used in an area with calcification. It should be noted that the starclose se instructions for use (IFU), states: do not deploy the clip in areas of calcified plaque. It is unknown if the IFU deviation contributed to the reported difficulties; therefore, no notification letter will be required. Correction: h6- medical device problem code 610 failure to fire was removed and code 4011 firing problem was added.

Event description:
Subsequent to the initially filed report, the following information was received: step 4 was completed but the clip remained at the distal end of the device. The access ports were not used to retract the thumb advancer prior to sliding the safety release. The starclose device was removed with no resistance and no vessel damage was noted. No additional information was provided.